Event description:
It was reported by the provider that the pilot valve is not shifting. Per independent repair statement alarming/red light; the key failure was the pilot valve not shifting. No patient injury alleged, no additional information provided.